Event description:
Initial report indicated that device was explanted due to generator malfunction. Further investigation revealed that both the pulse generator and the bipolar lead were explanted due to end of service, and that there was no allegation of malfunction. Analysis of the returned product indicated that the pulse generator caged module assembly met electrical test specifications and confirmed end of service. A break in the lead coils was identified on the lead assembly returned.